Event description:
It was reported that one week following a laparoscopic ventral hernia repair the patient was returned to the o.r where three different enterotomies in the bowel were found. The hernia defect was abnormally large. Patient expired 7 days post-op.